Event description:
(B)(4). I began to have periods lasting work up to 8 weeks. These periods then led to frequent yeast infections, debilitating cramps and pain and eventually developing uterine cysts.

Event description:
(B)(4). I also developed cystic acne, an enlarged and fatty kaiser and was eventually put on disability for severe depression.